Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: investigation is ongoing.

Event description:
Hamilton medical ag received the following description based on the current information of the complaint (summary of the reporter): hamilton-c6 screen went blank while on a patient. An additional device was required. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ags reference: hamilton medical ags conclusion: it was reported that the hamilton-c6 screen went blank while the device was in use on a patient. Medical intervention was required to maintain ventilation, and the patient was managed without harm. An investigation was performed, including environmental testing and temperature stress testing in a climate chamber. During environmental testing, the issue did not reoccur. Under temperature stress conditions, the initial failure was reproduced once. After re-seating the esm board, the behavior was no longer observable. As a corrective measure, the esm board was replaced. Based on the test results, the event is attributed to a hardware-related issue of the esm board, likely caused by an intermittent contact or cold solder joint. The unit has been operating normally since replacement. No further information was received. The case is considered closed.